Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, despite changing the pump supplies in an attempt to resolve the issue, insulin was not observed to be delivering. Blood glucose level was not provided. Reportedly, customer was using insulin other than u-100 humalog or u-100 novolog. Reportedly, the customer reverted to an alternate for of insulin therapy.